Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead through a remote merlin.net transmission. Other electrical values were normal. No patient symptoms were reported. Device reprogramming was performed. The patient would continue to be monitored.

Event description:
New information received on (B)(6) 2018 states that the atrial lead continued to exhibit noise episodes. The lead was capped and replaced on (B)(6) 2018 during an unrelated procedure. The patient was stable before, during, and after the procedure.